Event description:
The manufacturer received a report that a trilogy ev300 ventilator failed the leak verification test. The device was not in clinical use. No further details were provided. There were no reports of patient harm or serious injuries. The device has not yet been repaired. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received a report that a trilogy ev300 ventilator failed the leak verification test. The device was not in clinical use. No further details were provided. There were no reports of patient harm or serious injuries. The trilogy ev300 device was evaluated by a philips service engineer. Device log files were successfully retrieved and reviewed in their entirety. Review of the logs confirmed the presence of ¿ventilator service required¿ error alarms. The oxygen blending module assembly was replaced to address the issue. Separately, and unrelated to the reportable malfunction, the device software was updated in accordance with the service manual in response to an error code indicating an erase or write calibration data table issue. The device was sent to bench due to an air leak following routine service of the flow sensor. The root cause was traced to the outlet side panel o-ring. The o-ring was re-seated to resolve the issue. System pcba error log entries were also observed corresponding to the date routine flow sensor service was performed. With no associated history and no replication since, these error codes have been dismissed as having occurred when the device was dismantled for the service. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications. The manufacturer has updated section h in this report.